Event description:
Please refer to the initial report.

Manufacturer narrative:
It was reported by the user that the device shut itself suddenly off w/o alarm when the o2 suction button was pressed and that ventilation resumed when the device was switched on again by the user via the main switch. Evaluation and assessment was based on the investigation of the electronic log file. The records for the particular sequence indicate that the device performed a restart due to a failed battery test. Significant deviations during device operation will cause a software-controlled restart of the whole electronic system since re-setting all active software processes often removes the error condition. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system restart is combined with an audible and visible alarm of high priority. After approximately 12 sec the savina continues ventilating the patient with the last settings in case this system restart has successfully removed the triggering condition. In this particular case the triggering condition was a failed internal battery test. The device checks the battery once per hour in the background. Mains voltage is cut-off for a few seconds and the battery voltage is measured to calculate the charging status. Due to a depleted or aged battery the voltage may drop below a predefined threshold during these few seconds ¿ this will then trigger the restart. There is no causal connection between this restart and operating the o2 suction button; it is regarded as likely that the failed battery test and the user interaction with the device just occurred at the same time. It can furthermore be concluded that manually switching on the device via the main switch was unnecessary since ventilation would have been continued after the restart sequence. The user¿s action to switch on the device during its active restart procedure may also be the reason why the user did not observe the corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device shut down by itself when the user was holding down o2 suction button without audible alarm. The device started to ventilate again when the user restarted the device with the main switch. Afterwards, the device reportedly shut down again and after the user restarted it again, it continued ventilation and displayed an unknown alarm on screen. The user replaced the device. No patient injury reported.